Event description:
Following a ventricular tachycardia procedure, a stroke was suspected. Medical treatment was provided to treat the stroke and the patient is recovering. The patient had come in through the emergency department experiencing ventricular tachycardia storms and needed to be intubated. Emergency ablation procedure was done the next day during which the tachycardia recurred several times requiring shock. The non-abbott sheath (terumo sheath) typically used for retrograde access was not available so the physician used an agilis sheath for retrograde approach via the aorta. The physician was informed that this was not the intended use for this device. The procedure was completed successfully with no immediate adverse consequences to the patient. Approximately one week later, it was reported that the patient cannot lift his left arm. Medical treatment has been provided and the patient is recovering. The physician suspects it might be a stroke, possibly caused by the ablation procedure. The physician is unsure if the use of the sheath for a retrograde approach is the cause. The patient has history of shoulder issues. There are no reported performance issues with the sheath.

Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.